Manufacturer narrative:
Block h6: impact code f1001 to captures the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to the first of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit pull method was attempted to be used during a percutaneous endoscopic gastrostomy (peg) tube insertion procedure performed on (B)(6) 2024. During the procedure, loop/snare wire snapped and could not be used. A second endovive safety peg kit pull method was attempted to be used but the loop/snare wire snapped. The procedure was not completed due to this event and was rescheduled as no additional peg kits were available. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.